Event description:
It was reported this biliary stent was successfully placed in the axillary vein. Difficulty was encountered removing the carrir system through the introducer sheath. The introducer sheath and carrier system were removed as a unit. It was indicated this resulted in a larger hole at the insertion site. The entry site was closed with sutures. The pt's condition is good and has since been discharged. This device has not been received for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, axillary vein stent placement. It was indicated difficulty was encountered during removal of the delivery system. The co believes user technique and/or pt anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The companys' directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."